Manufacturer narrative:
Treatment tip was returned and evaluated. The tip passed leak and thermistor testing. However, the tip failed visual inspection for dents in the surface membrane. We are unable to determine when or how the dent occurred. No functional testing was performed as the tip was expired. Based on the available information, burns are a known possible outcome of the flx thermage treatment.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. According to thermage flx user manual, blisters and redness are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. It was reported there were no system errors or anything out of the ordinary occurred during treatment. Product has not been received for evaluation. Based on the available information, no causal factor can be determined, and no conclusions can be drawn.

Manufacturer narrative:
Product has been requested but not received. A review of device history logs are in progress. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.

Event description:
A distributor reported that post a thermage facial treatment, a patient experienced a burn, blisters, and erythema on the left side of their face and neck. The treating doctor indicated that during the treatment there were no system errors and nothing out of the ordinary occurred, however the treatment tip was observed to have an uneven surface. The patient was given topical anesthetics prior to the thermage treatment. The physician provided treatment to prevent infection, however the physician did not wish to provide any additional clinical information. Available image was reviewed, blisters are visible on the patient's left cheek and neck area. It is unknown if the patient will have permanent scarring.